Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the ventricular lead was causing phrenic stimulation. It was further reported that the atrial lead became dislodged. The ventricular lead was capped and replaced and the atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.